Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was revised due to fracture. The lv lead remains in service. No additional adverse patient effects reported.